Event description:
Pt has been suffering with chronic pain with nerve damage for some time since having mesh implanted., surgery was done through open repair. Diagnosis or reason for use: inguinal hernia.